Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and cracked case and missing reservoir tube o-ring. A test reservoir was installed and it did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call of a crack at the reservoir of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir will not lock in properly. The customer stated that the part where the reservoir screws in is chipping and cracks off a little bit. The customer stated that the damage is on top of the reservoir chamber. The customer is not sure of how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.